Event description:
It was reported that an oxygenator had reached a pressure gradient of 100 mmhg which was affecting flows. The oxygenator was subsequently changed out. Only minimal signs of clot formation were present. This was the second circuit change due to high pressures. No reported effect to patient. Ref. (B)(4).

Manufacturer narrative:
Maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary ag kehler strasse 31 76437 rastatt, (B)(4). Maquet cardiopulmonary ag provides product failure investigation, analysis and resolution for the device described in this report. The device was just recently received for investigation. A review of the manufacturing records showed no deviations for this lot number. The sample was received in a condition making the investigation difficult. The oxygenator was reported to be in use for 3.5 days whereas the time of use is restricted to six hours. This event was initially deemed not reportable but this medwatch is being submitted in response to a user facility report received from FDA on (B)(4) 2013. A supplemental medwatch will be submitted when the investigation is complete.